Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿. Although, a specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. It was also reported, that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. And insulin delivery was resumed successfully.